Event description:
It was reported that during a da vinci s procedure, the tip of the permanent cautery spatula instrument broke off, however, nothing fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. The customer reported malfunction does not itself constitute a FDA reportable event, however, engineering discovered evidence that an arcing event occurred during internal evaluation of the instrument.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the yaw pulley dislodged from the distal clevis and one broken yaw cable. Charred biodebris was noticed around the base of the distal clevis as well as on the yaw pulley, ceramic sleeve, and spatula. The ceramic sleeve is also cracked and missing parts. As previously mentioned, the initial reporter indicated no instrument pieces fell into the patient. Conclusions - engineering also observed charring and localized melting on the yaw pulley, indicating an arcing event occurred.